Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The cause was undetermined. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during drain 5 of 5. The baxter technical representative (tsr) had the home patient (hp) cycle power, and the hc alarmed se 2367. The tsr had the hp cycle power again and the alarms cleared. The hp disconnected and completed therapy manually. The tsr documented that the hp separated the patient line from the transfer set as the hp pulled it apart. There was no patient injury or medical intervention indicated at the time of the initial report.